Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the bolus became stuck on 28 on the insulin pump display. She stated that she changed the battery and the insulin pump alarmed for a button error when it started back up. The blood glucose reading was 130 mg/dl. The customer reported that the insulin pump had been worn in her bra all day. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.